Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device turns on by itself. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised to monitor the device with power disconnected to see if it still happens. If so to try it with the battery disconnected but ac power connected. If it does not happen to replace the battery. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
H10: g: phone: (B)(6).